Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2024. During the procedure, the overstitch suture cinch became stuck to the tissue while firing and they could not remove it. They did not want to tear it off as there was already visible bleeding so they took the patient to the emergency room for removal. They were able to remove the overstitch suture cinch using erbe cautery. Patient expected to fully recover. Initial procedure cancelled.

Manufacturer narrative:
Block h6: imdrf code f08 captures the reportable event of hospitalization. Imdrf code f23 captures the reportable event of unexpected medical intervention. Imdrf code e0506 captures the reportable event of hemorrhage.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2024. During the procedure, the overstitch suture cinch became stuck to the tissue while firing and they could not remove it. They did not want to tear it off as there was already visible bleeding so they took the patient to the emergency room for removal. The patient transferred between hospital under general anesthesia and intubated for airway protection, as wire was coming out through the mouth. They were able to remove the overstitch suture cinch using erbe cautery. Patient expected to fully recover. Initial procedure completed.

Manufacturer narrative:
Block h6: imdrf code f08 captures the reportable event of hospitalization. Imdrf code f23 captures the reportable event of unexpected medical intervention. Correction: block b5: describe event or problem. Block h6: device codes. Additional information: evaluation summary: device was not returned for analysis. All compiled information on this investigation determines that the most probable cause is cause not established. The labeling review found no evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was confirmed that the following adverse event of hemorrhage, minor is an anticipated in the IFU. It was also confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Evaluation conclusion: for the ar hemorrhage, minor, this adverse event is known and documented in the labeling and all reasonable steps have been taken. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2024. During the procedure, the overstitch suture cinch became stuck to the tissue while firing and they could not remove it. They did not want to tear it off as there was already visible bleeding so they took the patient to the emergency room for removal. The patient transferred between hospital under general anesthesia and intubated for airway protection, as wire was coming out through the mouth. They were able to remove the overstitch suture cinch using erbe cautery. Patient expected to fully recover. Initial procedure completed.

Manufacturer narrative:
Block h6: imdrf code f08 captures the reportable event of hospitalization. Imdrf code f23 captures the reportable event of unexpected medical intervention. Additional information: block h10 mw5159626 received 16oct2024. Additional information: evaluation summary: device was not returned for analysis. All compiled information on this investigation determines that the most probable cause is cause not established. The labeling review found no evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was confirmed that the following adverse event of hemorrhage, minor is an anticipated in the IFU. It was also confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Evaluation conclusion: for the ar hemorrhage, minor, this adverse event is known and documented in the labeling and all reasonable steps have been taken. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event.